Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a pt experienced an open wound under the metal parts of the electrodes. The pt reportedly may have been allergic to metal. Follow up indicates that the pt's physician ended use of the lifevest.